Manufacturer narrative:
This supplemental report is being submitted to correct "the date received by manufacturer" from (B)(6) 2016.

Manufacturer narrative:
These devices referenced in this report have not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture histories of the devices and confirmed that there was no irregularity related to the event found. The serial numbers of the devices referenced in this report are (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
On (B)(6) 2016, olympus was informed that several patients developed cystitis after undergoing endoscopic examination using the subject device(s). The devices, which might be used, are 6 units, but it has not been identified. The number of patients is unknown since the information cannot be obtained. Antibiotics were administered to all the patients who developed cystitis, and all the patients have already recovered as of (B)(6) 2016. The doctor in charge recognizes that it is unlikely to develop cystitis due to the device(s), but it accidentally occurred. The user facility continues using the subject device(s).